Manufacturer narrative:
Review of the AED's internal log files determined that the service code after battery replacement was due to the previous battery fully depleting within the unit. Further analysis indicated that the previous battery was expired as of 03/30/2025. The cause of the depleted battery pack was related to a lack of maintenance of the AED. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that upon inserting a new battery pack, their AED powered on and prompted a service code. The customer did not report this occurring during patient use.